Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct.

Event description:
The patient underwent an interbody fusion surgery with placement of an elite expandable device. During the procedure it was noticed that two of the tines on the implant inserter had broken. One fragment was located in the irrigation canister but the other fragment could not be located. It is unknown if this fragment was retained within the patient or if it resided elsewhere. No patient consequence has been reported.